Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a test battery cap and had normal operating currents. No unexpected off no power alarm, low battery alarm or blank display was noted. The insulin pump had a corroded battery tube, cracked reservoir tube lip and cracked case at a display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 132 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.